Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged during the night following the implant. The lead was successfully repositioned the following day and remains actively implanted. No addiitional adverse patient effects were reported.